Event description:
It was reported that the patient underwent a pelvic floor repair procedure and a sling procedure on (B) (6) 2010. Following the procedure, the patient felt weak after urinating and then lost consciousness and expired. The surgeon opines that the cause of death was due to pulmonary embolism.

Manufacturer narrative:
(B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift total pelvic floor repair, prod code pfrt01, batch 3342445, mfg date: 09/01/2009, exp date: 07/31/2012. Tension free vaginal tape /obturator, prod code 810081, batch 3288954, mfg date: 04/21/2009, exp date: 03/31/2010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.